Event description:
It was reported that the patient's neurostimulator would turn on/off by itself, and increased from 0.2-0.4. The patient programmer appeared to be working appropriately. No patient treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.